Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten months and sixteen days of post-deployment, a lumbar spine x-ray noted the presence of filter with tip at t12-l1. Around, twenty-nine days later, a deep abdominal doppler was performed for filter assessment, noting an inferior vena caval filter with superior aspect 9 cm below the right atrium. Around, four years and seven months later, a computed tomography abdomen and pelvis without contrast noted the presence of a filter in the inferior vena cava with some mild right lateral tilting of the proximal aspect of the inferior vena cava and mild tilting anteriorly involving the proximal aspect of the filter. All six struts appeared to extend beyond the lumen of the inferior vena cava. The proximal tip of the inferior vena cava extended proximally to the origin of the renal veins. No perforation of the adjacent bowel or abdominal aorta was noted. No fractures involving the struts and no hematoma were identified. Therefore, the investigation is confirmed for filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 11/2016), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in patient with extensive deep vein thrombosis and pulmonary embolism. During deployment, the filter allegedly tilted. The device has not been removed and there were no reported attempts made to remove the filter. Patient current status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 11/2016.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in patient with extensive deep vein thrombosis and pulmonary embolism. During deployment, the filter allegedly tilted. The device has not been removed and there were no reported attempts made to remove the filter. Patient current status was not provided.